Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 98 mg/dl (system 1) and 249 mg/dl (system 2). The same test strip lot number was used for both meters and results.